Manufacturer narrative:
(B)(4). Evaluation results: gi bleed. Evaluation conclusion: no conclusion can be drawn. Based on the info provided no root cause can be determined.

Event description:
Pt had two endeavor sprint rx drug eluting stents implanted to the proximal rca. Approx 3 weeks post index procedure, the pt suffered a gi bleed. The following was reported: h/o apical thrombus on coumadin for 3 months only. C/o weakness, tarry stools hg 8.3, inr 1.7 admitted to hosp. S/p colon-no bleed, s/p ugi-bleeding at duodenum. Two units of prbc, plavix held x 2. Dc home stable. Pt was hospitalized for 6 days and treated with a prbc transfusion. Pt was also reported to have undergone a polypectomy during hospitalization. The investigator reports that the gi bleed was not related to the study stent/ procedure, but was probably related to the antiplatelet study drug. It is reported that the pt recovered with treatment. (Ref MFR #9612164-2011-00109).